Event description:
Customer reported that she activated the device on (B)(6) 2012 and her blood glucose readings were in range for the rest of the day and the following morning. At noon on 03/15 her bg result was 222 mg/dl and her lunch had about 45 grams of carbohydrate, so she took a 9.55 unit bolus dose of insulin. By 2:00 pm her bg had risen to 393 mg/dl and she took an additional 5 units bolus. At 2:45 pm her bg was 460 mg/dl (no bolus) and by 3:00 pm it remained 440 mg/dl, so she administered an additional 2.5 unit bolus. At 3:30 pm, with bg of 461 mg/dl she deactivated and removed the product and observed that the cannula was "totally bent".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it, or any other product issue, could have contributed to reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)" and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. Of blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. Of blood glucose remains high after another 2 hours (a total of 4 hours), replaced the pod."